Manufacturer narrative:
No complaints or reported events were received with the return of this lead. The connector portion of the lead measuring 9.0 cm was returned in one piece. Visual inspection found a full breach degradation of the outer insulation located 4.5cm to 4.6cm from the connector pin. No electrical anomalies were discovered and the portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.